Event description:
Approx one week post implant, this pt alleges difficulty walking. A doppler scan was performed and identified that the left side of the graft was twisted, and there was clotting inside. The pt underwent a right to left crossover bypass procedure. The pt stated that he still has difficulty walking, however, at his last follow-up appointment, he was told that his aneurysm had decreased in size. The pt is no longer being followed by a physician.